Event description:
A pharmacist reported to baxter (B)(6) of a solution administration set in which " it was impossible to disconnect the luer lock set (code umc3318, batch 12c31v800) when connected to a catheter or a stopcock." The event was reported to have occurred during infusion. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was available at the plant for evaluation. Visual inspection revealed that the luer lock was damaged/deformed. Functional tests could not be performed since the luer lock was damaged. The reported condition was not confirmed as the set could not be tested. The root cause was not determined. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number.